Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose. The customer stated her infusion sets have been kinked. Also, stated that sometimes it will leak or the pump will alarm no delivery. The customer's blood glucose was between 467mg/dl-530mg/dl. The pump alarmed no delivery during manual prime. The customer was advised to monitor insulin pump.